Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent l3-l5 fusion using rhbmp-2/acs with infix devices, and mixing the rhbmp-2/acs with master graft and autograft. The patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnoses: lumbar disk herniation, l4-l5, right; perineural fibrosis, l3-l4, left. For which, patient underwent following procedures: complete microscopic anterior diskectomy, l3-l4/l4-l5, with decompression of the spinal canal and bilateral foraminotomies; anterior arthrodesis, l3-l4/l4-l5, using a modular titanium device; large 10 at l3-l4 with 6 degree caudal/3 ¿degree cephalad endplate, 12 large at l4-l5 with a 6 degree caudal/3-degree cephalad endplate; bone morphogenic protein augmentation infusion with graft and autograft from same incision; excision of 3- inch unsightly posterior skin incision with revision; posterior instrumented lumbar fusion, l3-l5; posterolateral fusion, l3-l5, using bone morphogenic protein graft and bone from same incision; baseline electromyelogram; continuous intraoperative electromyelogram monitoring; evoked electromyelogram stimulation of 2 metallic anterior implants and 6 posterior pedicle screws for a total of 8; motor evoked potential, lower extremities.